Manufacturer narrative:
This report is for an unknown radial head prosthesis head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a radial head prosthesis (head and steam) was implanted on (B)(6) 2016. The patient was reported to be very stable postoperatively. Subsequently, post-operative films in (B)(6) 2016 revealed a severe loosening of the implant stem as well as a gap in the head and stem. According to the surgeon, there is currently no plan for revision of the stem as it is not symptomatic. No fragments were reported. The provided x-rays were reviewed by the manufacturer and it was noted the device loosening could be observed. This report is for an unknown radial head prosthesis head. This is report 1 of 2 for (B)(4).